Event description:
It was reported the epg (external pulse generator) has broken housing. The epg was returned for repair and it subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower cases were broken. It was also found that the battery drawer, one knob, and ring cover were broken. The lead flex cover and knobs were contaminated. Three case screws, one side bail cover, one side bail and ring were missing.